Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during second inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, proximal right coronary artery. No resistance was felt during the removal of the protective sheath and there were no device issues noted during preparation of the 2.5 x 15 mm trek balloon catheter. No resistance was noted during advancement of the balloon catheter through the lesion. On the second inflation of the balloon at 12 atmospheres, the balloon ruptured. The balloon catheter was removed without issue from the patient and a new nc trek balloon was used successfully to complete predilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.